Manufacturer narrative:
Based on an internal investigation that concluded on may 27, 2020, a failure mode was confirmed to occur in certain bio-ID devices. The investigation included an analysis of available log files from devices commercially distributed in the us. A device at this facility was confirmed to have the failure mode. The issue that occurs with the bio-ID device is related to system settings that require a witness user's identification for further processing dispense of anesthesia drugs using the pyxis device. If the "bio-ID exempt" is enabled on the device, it does not allow a witness user to utilize a password as an alternate means for identification even if the bio-ID is in a failed state. The "bio-ID exempt" setting specifically supports (B)(6) state regulations for positive identification. Corrective actions related to the bio-ID exempt setting are being evaluated.

Event description:
Bd became aware of a failure of the biometric scanner (bio-ID) through log file review. The customer did not open a complaint with bd. However, bd reached out to the customer and was able to confirm the user was attempting to login and unable to do so without an witness. After rebooting the device the bio ID began working again and no further issues with the device. No harm was reported.